Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was concern related to the estimated remaining longevity for this pacemaker. It was reported that approximately six months prior to the recent check, battery longevity was estimated at three years. However, at the recent follow-up it was down to less than a half year remaining. The right ventricular (rv) lead capture threshold was 0.9 volts at the previous check and at this check was 1.2 volts at 0.4 ms, but the output was at 3.5 volts with auto capture on. The health care professional (hcp) consulted with boston scientific technical services (ts) regarding recommendations. Ts discussed consideration of turning off auto capture as it appears to be setting outputs higher than needed. No adverse patient effects were reported, and the system remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this pacemaker was explanted for an unknown reason three years following the observation of a change in longevity estimates. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.